Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, stress mark in the shell, crease fold and non-penetrating nick. Based on the device analysis the final assessment is: an opening.

Event description:
Healthcare professional reported right side "rupture". The device has been explanted and replaced.